Event description:
It was reported that during an unknown procedure, a stent deployed prematurely. The lesion details are unknown. The epic vascular 6x61mm stent was advanced over an unspecified guide wire with resistance. The stent delivery system was removed. The stent had started to deploy. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during an unknown procedure, a stent deployed prematurely. The lesion details are unknown. The epic vascular 6x61mm stent was advanced over an unspecified guide wire with resistance. The stent delivery system was removed. The stent had started to deploy. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluation by manufacturer: product analysis revealed the stent was partially deployed, and an attempt was made to retract the stent into the sheath. The safety lock and the flow restrictor were removed and placed back on the device. The safety lock was reinstalled on the device in the incorrect orientation. The flow restrictor must be removed prior to initiating a procedure. The distance the stent was partially deployed is not consistent with the position of the distal tip. The gap between the distal tip and the end of the outer sheath is approximately 2.5mm while the distance the stent protruded from the end of the device was approximately 17mm. Deployment must be initiated in order for the stent to be released. The system design ensures the stent can not escape around the tip, which appears to have happened in this case. There is evidence the stent was attempted to be recaptured into the sheath. The handle was taken apart and the pawl spring was inspected. The pawl spring is a design feature inside the handle that prevents the device from being retracted. The pawl spring was bent which indicates an attempt was made to retract the stent back into the sheath by rotating the thumbwheel in the reverse direction. The outer sheath was bunched or buckled approximately 1mm from the distal end of outer sheath indicating an attempt to recapture the stent. In addition, an 0.035" guidewire was passed through the device without any resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)